Manufacturer narrative:
The table was examined by a berchtold field service tech. A visual and performance examination failed to reproduce the described event. It was noted that during the procedure the pendant was placed in a drawer and the alleged movement occurred while the pendant was in the drawer. No problems were noted during testing of the pendant.

Event description:
It was reported that the table allegedly did not maintain the flex position. There were no injuries or surgical delays reported.